Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the replacement desktop charger resolved the issues and stimulation had resumed. The patient stated that they loved this stimulator.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Under analysis it was found that the desktop charger ((B)(4)) had a broken or loose connector pin. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator recharger (insr) showed the recharge the insr screen. There was a broken, bent, or loose connector pin that occurred the middle of last week. A replacement was requested. There were no patient's symptoms reported. The patient reported that prior to having the manufacturer's scs system implanted they had a stroke which led to them being lucky if they knew the day of the week and prior to implant they also had another manufacturer's scs system. There were still pieces of the other manufacturer's system in the patient and it was cut and no longer working.

Manufacturer narrative:
The conclusion code no longer applies to the desktop charger ((B)(4)). The code applies to the desktop charger ((B)(4)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.